Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 539 mg/dl. Customer¿s current blood glucose value was 384 mg/dl. Customer treated with manual injection for high blood glucose. Customer¿s mother stated that the battery cap was broken. The insulin pump will not return for the analysis.